Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device changeout procedure, this right ventricular (rv) lead was surgically abandoned and replaced due to noise with oversensing. It was noted that the noise was reproducible with isometrics and pocket manipulations; there was both non-physiologic noise and mypotential noise. No additional adverse patient effects were reported.